Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. An hcp reported the customer received a message 'hi' (reading > 500 mg/dl) consistently over the course of several hours and self-treated multiple times with insulin. Customer subsequently experienced a hypoglycemic episode and was seen at a hospital where he was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.